Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the ventilator's touchscreen was faulty. The ventilator was being used on a patient at the time that the issue was discovered, however, there was no patient harm.

Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report : 23jul2019. During evaluation the international field service engineer (fse) also found that the ventilator's blower was noisy. The fse replaced the touchscreen to address the touchscreen failure and the blower to address the noisy blower. The ventilator successfully passed performance verification testing after the repair was completed. Although requested, the patient's information could not be provided. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 the replaced touchscreen was returned and failure investigation was performed on (B)(6) 2019. It was determined that the pin to pin resistances and resistance ratio were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.